Event description:
It was reported that the device was explanted due to reset after interrogation. No external defibrillation occurred.

Manufacturer narrative:
Analysis confirmed the reported reset condition due to an anomalous component connection to the high voltage circuitry.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.